Event description:
On (B)(6)2022, 7:22pm est. Spoke to patient (B)(6) at 256 945 1953. The patient was unable to complete treatment using the cycler on the day of the reported event. He went to a medical mall for an x-ray and it was discovered that the catheter has a crimp in it. The patient will perform hemodialysis tomorrow (tuesday (B)(6)2022) and go visit the doctors to fix the "crimp" on wednesday. No patient adverse effects were experienced and no medical intervention was required. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).